Event description:
Boston scientific neurovascular was notified that during a procedure when the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was inserted into the microcatheter, the pusher wire became stuck and the subject device was unable to be inserted. No complications with the patient were reported to have occurred during this procedure.